Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, log shows alarm 401 triggered between (B)(6)2023 and (B)(6)2023 (last occurrence 19:12:57) and alarms 316 & 545 triggered together. Advised customer that the insp. Block needs replacement. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that bellavista1000 ventilator had tf401 (inspiration valve or device leaky), tf 316 ( blower failure) and tf 545 (astepinspvalve value out range - failsafe) . Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective inspiration valve nt. As a resolution, vyaire ts recommended new insp. Block replacement.